Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and no problems were found with the exterior of the dualwave¿ arthroscopy fluid management system. Manufactured date is 06-may-2024. The returned device was assembled with an ar-6410 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine, after letting the pump ran for 30 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected ¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. Complaint allegation is not confirmed.

Event description:
On (B)(6) 2025, a sales representative reported via sems-06837151 that an ar-6480 dualwave pump was malfunctioning and not maintaining pressure. No patient was harmed during this case, and they swapped out the pump prior to starting the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.